Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error 23062, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed a faulty universal surgical manipulator (usm) 4. After replacement, the system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23062 on the usm 4 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date 10-nov-2022 on system sk0704. This complaint is reportable malfunction event due to following event: it was alleged that the system had recoverable error 23062 on the usm 4 and the fse replaced it to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had recoverable error 23062 that occurred 2 times. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the system logs and confirmed error 23062 on the universal surgical manipulator (usm) 4. The customer continued after recovering the fault. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was reported during procedure. The system functionality was checked upon powering on the system and the system booted up fine with no errors.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate the customer reported complaint. However, the error was confirmed via error logs/system logs. The usm did not generate error 23062 during normal mode. The fa team checked all connections on the axes controller, carriage power (accp) pca for degree of freedom (dof), it was fully seated, no issue found. As a precaution to the reported problem, dof 7 stator will be replaced. Note: all carriage rotor had haze/surface discoloration on its mirrors, all carriage gearbox had heavy surface rust. All carriage rotors and gearboxes will be replaced as a fix. Sign of fluid intrusion found on carriage main block, it will be replaced. Presence pins will be replaced to accommodate the repair. Carriage was currently 372181-12 and will be upgraded to 372181-19 revision. The removed carriage will be reworked in the carriage rework cell.

Event description:
Refer to h10/h11 for follow-up information.